Manufacturer narrative:
(B)(6). No decon or visual inspection of product was performed since the product was not returned. A photograph was provided for this event by the customer. A review of the photograph indicates there was an oily substance noted on the insertion kit tray. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The reported event has been confirmed based on a review of the provided photographs. We are unable to evaluate the product to determine a root cause. (B)(4).

Event description:
It was reported that upon opening the insertion kit, liquid like oil was observed in packaging. The iab was used and inserted successfully. There was no reported injury to the patient.